Manufacturer narrative:
04.224.080s: a product investigation was completed: during functional test, we detected that there is a broken fragment of the used connecting screw 03.224.007 inside the shaft of the blade. Due to this fragment, it was not possible to lock the blade as foreseen during procedure. After removal of the fragment, locking and unlocking was possible without any problems. The complained blade is in faultless condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure approximately three (3) to four (4) months ago where a locking compression plate ¿ dynamic hip system (lcp-dhs) plate was implanted. Sometime after the original procedure, the patient sustained another fracture towards the distal end of plate, thus requiring a revision procedure. During the revision, it was discovered that the blade was unlocked, indicating that it may have been unlocked in the patient's bone since the initial surgery. A ¿clicking¿ sound was noted to have been heard following the original procedure. As the plate was not broken, the blade was the only device removed during the revision, which took place on (B)(6) 2015. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and weight are unknown. Event date: unknown. Date of the original implant procedure is unknown. Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.